Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular oversensing was observed. No intervention is planned at this time and the lead remains implanted. There were no adverse consequences and the patient was okay after the event.